Manufacturer narrative:
D9: product received date 10/23/2024. H3: one device was returned for repair with complaint of a defective cassette sensor. This device has not been serviced in the past. Review of event history found cassette not attached properly alarm. Visual/functional testing was performed. The reported problem was duplicated by functional test. The cause is the downstream occlusion (dso) sensor. Replaced the dso sensor to correct the issue. The device passed all functional tests after the repair.

Event description:
It was reported that the pump exhibited a defective cassette sensor. The event occurred during testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.